Event description:
The system 5 dual trigger rotary was sent for service and during performance testing at the MFR metal shavings were coming out of the handpiece. There was no pt involvement; no adverse event was associated with the device.